Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed its uplink tests however it was additionally noted that the head passed functional and bench tests when using a known good cable. The head was to be sent on for repair and restock. (B)(4)

Event description:
The radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.